Event description:
Sfa, popliteal, rt tibioperoneal trunk extending throughout rt post tibial artery. Contralateral placement of sheath to rt sfa completed and mongo14 es used as initial peripheral guide wire. After successfully navigating through sfa, popliteal and tibioperoneal trunk and most of the rt post tib. Wire advancement was stopped, crosswalk advanced and mongo wire was removed with the intent to try another wire to advance. Upon review of wire post removal, the tip of the wire excluding the core was stripped from the wire. Upon angiographic review, the tip of wire was left in the distal posterior tibial artery at the beginning of the cto. The physician and I discussed the finding and he stated that it would cause no further harm to the patient because of the existing cto.